Event description:
Customer called in to report the insulin pump has a keypad anomaly. The numbers are ramping without input. Blood glucose reading was 100 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.